Event description:
The facility reported a flogard infusion pump that "did not work(customer didn't specify the alarm)." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump "did not work (customer didn't specify the alarm)" was confirmed as a failure f-38. Service determined that the cause was due to defective force sensing resistor (fsrs), which were replaced to resolve the issue. Additional information: a service history review revealed no previous service events were related to the reported condition.